Event description:
It was reported that the stent advanced forward during contralateral sfa placement. The doctor stated the stent jumped forward delivering a suboptimal placement. A shorter stent size was then placed behind the initial item without complications and no deployment difficulties were experienced. The item was being used against labeled indications.